Event description:
It was reported that while using a surgical fiber during a prostate procedure, a fiber port overheat message was received several times. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
System analysis/service repair: the reported "fiber port overeat" error was confirmed and determined to be the result of a faulty resonator. The resonator was replaced; the system tested and verified to specification.

Manufacturer narrative:
Service in field was performed on (B)(6) 2014. Resonator s/n (B)(4) was returned to ams and analysis performed on (B)(6) 2014. Product evaluation summary: the evaluation of the resonator could reproduce the error on test bench. The fiber lens was noted to be contaminated causing the fiber temperature issue. Fiber coupler lens and desiccant were replaced. The resonator was re-peaked and a new test report was completed.